Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a damaged handle. It was noted that the overlay did not respond to the stylus. The stylus was replaced and calibrated. It was also noted that the printer keypad was failing and that the media bay door was damaged. The programmer hard drive was reconfigured and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a damaged handle. It was noted that the programmer did not have an operational issue. The programmer has been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.